Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer received a motor error alarm along with multiple no delivery alarms during previous phone call. During the current call, customer's wife reported the customer experienced two no delivery alarms in a row. Customer's wife reported that the customer was not able to manually push insulin into tubing with the plunger. Customer's wife reported that the customer had already replaced one reservoir and was on his second reservoir experiencing the same problem. Customer's wife was able to troubleshoot. During troubleshooting, the customer's wife states that the customer replaced the infusion set and insulin was able to be pushed through the tubing using both reservoirs. Customer's wife states that the customer was able to complete the infusion set change and after which everything was working fine. Customer's blood glucose level was 90 mg/dl. No product is expected to be returned.